Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm with the esc and act buttons. The customer's blood glucose was 140 mg/dl. While troubleshooting, the customer stated that the device was not pressed against anything. The customer stated that there was a rainstorm but that the insulin pump did not become wet. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with moisture on keypad traces. All buttons function properly and no button error alarm noted. The insulin pump has cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.